Event description:
It was reported to philips that the system's footswitch was unable to charge. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a planned coronary treatment, which was completed without delay using the wireless footswitch. The philips field service engineer (fse) inspected the system on-site and confirmed that the wireless footswitch charger had failed. Upon troubleshooting, the fse found that the wireless footswitch (wfs) was not charging and tested it with a known functional charger, which showed it was charging. The fse identified the issue with the wireless footswitch charger. To resolve the issue, the fse replaced the wireless footswitch charger. The defective wireless footswitch charger was returned to philips for failure analysis, and during the analysis, it was found that the issue occurred due to a connector defect. After the replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence, and as such, the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. An update has been made to the instructions for use (IFU) regarding the charging and handling of the wireless footswitch. This includes the requirement to have the wired footswitch always connected as a backup. Therefore, due to the availability of an alternative footswitch, in the event of a wireless footswitch failure, the procedure can be completed with minimal or no delay. Due to this, the malfunction of a wireless footswitch would not likely lead to death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.